Manufacturer narrative:
Relevant tests/laboratory data: not applicable, no adverse event. Lot # and expiration date not applicable. Implant date: not applicable, not an implant. Investigation: the complaint was investigated for an acquisition 31 error on z6ms transducer. The transducer was returned, and an investigation was performed. Engineers were able to reproduce the acquisition 31 error. The cause of the issue was determined to be a gastro flex thermistor reliability issue; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since july 2017. The transducer returned from the customer site was manufactured prior to the corrective action. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that during patient planning and prior to a transesophageal echocardiography (tee) procedure, the transducer generated a thermal sensor fault (acquisitionhw_31 error) and subsequently locked the ultrasound system. The error occurred while the physician was preparing for the procedure. The patient had not yet been sedated at this time. After the transducer was replaced and without rebooting the ultrasound system, the planned tee was performed and successfully completed. There was no loss of data and there was no patient adverse event reported. No additional information was provided.